Event description:
It was reported that this lead was explanted for an unspecified reason. No additional adverse patient effects were reported. It was reported that this patient had undergone an av node ablation. Lead testing post procedure identified high thresholds and out of range pacing impedance measurements due to dislodgement of this right ventricular (rv) lead. The lead was explanted and replaced without further incident. This lead will not be returned for evaluation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was explanted for an unspecified reason. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.